Manufacturer narrative:
Background: case (B)(4): in the complaint case in question, the case notes mention that the dealer reports this is the 2nd time the product issue occurred. The first instance of this product issue was reported in case (B)(4) (B)(6) 2022). In the case notes from that complaint, the dealer reports that the frog legs he had just replaced in (B)(6) (2022) seemed to have "stripped" out of the part that fits into the frame of the chair. There is an order for the replacement frog legs from (B)(6) 2022, but there is no complaint case for that time period. There is no mention of injury in the previous order or complaint cases. Based on the part of the frog legs fitting to the frame getting stripped, this is an indication of overtorquing during installation. Due to the recurrence of the same failure mode in the most recent complaint, this history indicates overtorque by the dealer. Overtorquing can loosen screws over time, putting the caster in a condition where it can bend. This supports the most probable root cause of incorrect installation ufmea_manual product_master, risk ID 5.1.12.1.1 states: function- loss or deterioration of function. Caster stem/fork fails (bend/breaks)- not installed/adjusted properly by user/dealer. Ufmea_manual product_master, risk ID 1.5.11.1.1 states: failure of patient support device- falling forward-chair tipping. Caster attachment- loose or detached caster due to improper torque by the user/dealer. Discussion: in reviewing the complaint, the dealer reports that while the end user was transferring from the bed to the chair, the front casters on the wheelchair bent backwards, leading the user to fall and allegedly break her left leg. There are limited details on the incident. This event occurred on (B)(6) 2022. The most likely root cause of the caster fork assembly bending backwards during transfer was due to loose caster link screws, potentially due to incorrect installation/adjustment by the user or the dealer. The end user went to the hospital for testing (x-rays) and she was required to have a cast placed. The dealer reports that the end user had a prior break with the same leg. The fall allegedly caused the same leg to break again. There is no information on how long the user was in the cast. The end user is reportedly no longer receiving continual treatment for the reported injury. Conclusion: in conclusion, there is no indication of product malfunction and multiple attempts to contact the end user for further details on the incident have not yielded any response. While there is limited information on the incident, due to the allegation of a serious injury (broken leg), this MDR is being filed. Upon receiving any additional relevant information from this case, a supplemental report will be filed.

Event description:
Dealer reports that while the end user was transferring, the front casters on the wheelchair bent backwards, leading the user to fall and allegedly break her left leg. There are limited details on the incident. The end user went to the hospital for testing (x-rays) and she was required to have a cast placed. This event occurred on (B)(6) 2022. The end user is reportedly no longer receiving continual treatment for the reported injury.